Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported deviations were found during packaging. To aid in the investigation, twenty-three bulk packaged samples were received for evaluation by our quality team. A visual inspection was performed. Twelve samples have black specks of embedded degraded resin, three samples have scale marking issues, and two samples have the plunger rod damaged. The six remaining samples have no defects or imperfections. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For the scale marking and plunger rod defects, a jam during the assembly process could induce these symptoms. A device history record review was completed for provided material number 301035, lot 2179787. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptoms of foreign matter, scale marking issue, and plunger rod damaged reported by the customer are confirmed.

Event description:
No additional information received abnormalities found on this batch of syringes according to procedure. All deviations were found during packaging, i.e. Before use. There are no patients involved. Samples are available for pickup. Item number: 301035 batch: 2179787. Ink spots: 14. Scale marking: 3. Visible silicon oil: 2. Damaged syringe: 4.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Abnormalities found on this batch of syringes according to procedure. All deviations were found during packaging, i.e. Before use. There are no patients involved. Samples are available for pickup. Item number: (B)(4). Batch: 2179787. Ink spots: 14. Scale marking: 3. Visible silicon oil: 2. Damaged syringe: 4.